Event description:
It was reported that a pump alarmed falsely for an occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false occlusion alarms through the history log, but could not reproduce it. Internal evaluation of the unit found multiple cracks in the upstream sensor assembly tail pins, which are known to cause false upstream occlusion alarms. As a result, the upstream sensor was replaced.